Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the internal ethernet cable and interconnect were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system was having intermittent data transfer issues with electronic picture archiving and communication systems (pacs) and medtronic navigation systems from the imaging system. It was noted that there were damaged pigtail connectors on the imaging system. There was no patient present when this issue was identified.